Manufacturer narrative:
Additional information has been requested. However, at this time there is no further information available. If additional information becomes available this report will be updated.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) experienced increasing shortness of breath and runs of ventricular tachycardia (vt). A review on the patient's monitoring system revealed pacemaker mediated tachycardia (pmt) episodes. Attempts to obtain additional pertinent information were unsuccessful. This ICD remains in service. No additional adverse patient effects were reported.